Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The extractor did not function properly. Competitive instrument was used to complete the procedure successfully.

Manufacturer narrative:
An event regarding non functional involving a triathlon impactor extractor was reported. The event was confirmed. Method & results: -device evaluation and results: examination of the returned device with material analysis engineer indicated that there was no material integrity issue. Functional test performed indicated, "device functioned fully although with some resistance due to lack of lubrication/mtc. Of the device - device does function and the additional pictures indicate the lack of lubrication as shown in the pictures." -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed but the root cause could not be determined because the insufficient information was provided. Functional test indicated device functioned fully although with some resistance due to lack of lubrication/mtc. Of the device and the additional pictures indicate the lack of lubrication as shown in the pictures. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The extractor did not function properly. Competitive instrument was used to complete the procedure successfully.